Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
It was reported that approximately 13 months post-implant of a bifurcated device and a suprarenal aortic extension the patient presented in the emergency room complaining of leg pain. A follow-up computed tomography scan revealed the left limb of the bifurcated device was occluded. The physician attempted to re-cannulate the limb, but was unsuccessful. Therefore, the patient was treated with a femoral-femoral bypass. It was reported the patient later expired.

Manufacturer narrative:
The device was not returned for evaluation. However, images were reviewed by the medical director. Based on the review of images right iliac calcification extending into the external iliac artery was noted. The most likely reason for the thrombosis is progressive disease. Based on the review of the event, information available, manufacturing records, and complaint handling database, there is no evidence that this event is due to a manufacturing issue. Occlusion is a known risk, as identified in the product labeling.

Manufacturer narrative:
Review of pathology report was performed by medical director. The review concludes that the cause of patient death was related to the complications of the femoral-femoral bypass where hemorrhagic shock was noted.